Event description:
It was reported that the ar40e was marked as "complaint". Through follow up it was learned that there was an issue with the haptic. The lens came in contact with the patient's eye and was difficult to insert. It was indicated that the surgery was completed with a new lens. Material has been discarded. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. If implanted, give date: not applicable, there is no indication that the lens was implanted. If explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Telephone number: +493916717357. The device has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that through follow up the nurse reported that she does not remember exactly the details, but she thinks that the lens did not unfold. Section h6 - medical device problem code: 1254 - difficult to fold, unfold or collapse all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
Through follow up the nurse reported that she does not remember exactly, but she thinks that the lens didn't unfold.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial report submitted under 3012236936-2022-01302 section b3 was inadvertently not addressed. Therefore, this supplemental filing is to correct the missed event date that had been provided by the customer. Date of event: 04-may-2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.